Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the device associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported event such as inadvertently activating the foot control, improper connections of accessories could result in inadvertent activation, or the electrodes and/or cables could provide a path for high frequency current. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with discoloration present from activation. The suction/saline line has been severed prior to being received for evaluation. There are no manufacturing abnormalities visually observed with the returned wand. An attempt was made to extract data and functionally test on a compatible controller; however, the device would not register. It is possible that during transportation of the device, vibrations or drop shock could have caused internal component damage. The complaint could not be verified and the root cause could not be determined with confidence. It is possible that a trace amount of saline dripped into the connector block and upon connection this caused a short within the connector. It is also possible that there was damage to the connector block during transit to the customer¿s facility. This appears to be an isolated event and further similar complaints will be monitored. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery the device was connected properly but a display comment "wand was disconnected from the unit" was show it and the wand became hot. The procedure was successfully completed with a backup device, patient injury was not reported.